Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/10/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. During ablation, there was high impedance displayed on the stockert rf generator. The generator was stopped manually as the impedance was rising. They did not ablate above the cut off values. The generator was set to power control mode at 30w and temperature cut off was set to 48. The temperatures seen were 43-45 during radio frequency. They were using heparinized saline. The catheter cable was replaced and the issue resolved. Char was found on the tip of the catheter post use of the catheter. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. Clarification was received stating that it was coagulum that was found on the tip of the catheter post use and not char. The patient did not exhibit any neurological systems since the procedure was completed. The returned device was visually inspected upon receipt and char was observed on the proximal end of the tip. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Coagulum was not observed during the analysis; however, the customer complaint regarding char has been verified. Catheter was found within specifications. The root cause of the char observed does not appear to be manufactured related.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. During ablation, there was high impedance displayed on the stockert rf generator. The generator was stopped manually as the impedance was rising. They did not ablate above the cut off values. The generator was set to power control mode at 30w and temperature cut off was set to 48. The temperatures seen were 43-45 during radio frequency. They were using heparinized saline. The catheter cable was replaced and the issue resolved. Char was found on the tip of the catheter post use of the catheter. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. Clarification was received stating that it was coagulum that was found on the tip of the catheter post use and not char. The patient did not exhibit any neurological systems since the procedure was completed. The impedance issue was assessed as not reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The presence of coagulum on the catheter does not represent a serious injury in itself nor the result of device malfunction. However, since coagulum has poor adherence to catheters and transseptal sheaths, it could be a potential source of embolism. The coagulum found on the tip of the catheter has been assessed as a reportable malfunction.